Event description:
It was reported that the patient experienced a kicking sensation when her device was on. This started approximately one month ago at the stimulator site. The patient cannot think of an event that was associated with the advent of the sensation. The impedance measurements were checked twice and were normal. Anything paired with electrode 0 had an impedance of 2398 ohms (upper limit of normal). The kicking sensation was strongest when anything was paired with electrode 0 and then dissipated as they programmed away from electrode 0, down the lead to electrode 2 and 3. Palpation revealed the area around the ipg was very tender. Further information is being requested from the hcp.